Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with vaginal hysterectomy , cystoscopy and bilateral salpingo-oophorectomy due to sui and cystocele and vaginal prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh excision due to mesh erosion on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6)2015 by dr. (B)(6), md. It was reported that patient underwent mesh revision on (B)(6)2017 by dr.(B)(6), md. It was reported that following the procedure patient experienced urinary tract infection and vaginal scarring.